Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, temperature sensor, and the connectors were cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a temperature sensor error and would not boot up. No pt injury was reported.